Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 40 mg/dl. Customer stated that there were cracks on the battery housing of the pump. Customer stated that for about a week, she would wake up with low blood glucose levels in the 40-50's mg/dl with the lowest being 37 mg/dl. Customer treated with cereal, oatmeal, and orange juice. Customer's current blood glucose level was 147 mg/dl. Customer was given a higher concentration of insulin by her health care provider. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer mentioned that she had been tracking herself more frequently because her health care provider told her about a possible kidney failure due to having traces of protein in her urine. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive h act and escape buttons due to corroded keypad traces. No button error alarm noted. Unable to perform functional testing due to unresponsive buttons. The insulin pump has minor scratched display window, cracked case at display window corners, broken battery tube threads and broken reservoir tube lip.